Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer tested 149 mg/dl on the performa system, while a professional meter returned as 85 mg/dl within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.